Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2017 for gastrointestinal bleeding. The patient¿s hemoglobin was 6.7 g/dl, and the patient¿s anticoagulation medications were discontinued. A capsule study showed that the patient had a small bowel arteriovenous malformation (avm). The avm was treated with enteroscopy. On (B)(6) 2017, the patient¿s inr was 1.2. It was reported that the patient was transfused with a total of 14 units of packed red blood cells and 1 unit of fresh frozen plasma during their admission. The patient was re-started on coumadin and was discharged home on (B)(6) 2017.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.